Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 5.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different size sterling¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.